Manufacturer narrative:
(B)(4) device evaluation: no intra-aortic balloon pump (iabp) parts or recorder strips were returned to teleflex (B)(4) for evaluation. The pump was checked by our teleflex (B)(4) engineer. The system error 3 and system error 7 error alarms could not be replicated. A preventative maintenance and functional test was performed on the pump using the customer's ac cable and passed all testing. There were no defects/failures/malfunctions confirmed. A device history record review was conducted for the iap serial number and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "system error 3 and system error 7 error alarms" is not confirmed. The cause of the reported complaint could not be determined.

Event description:
It was reported that the event involved a patient with normal vessel condition and no calcification. On (B)(6) 2016, at approximately 11:00 while in the cardiac care unit , the intra-aortic balloon (iab) was inserted using the teflon sheath via the patient's right femoral artery. On (B)(6) 2016 at approximately 16:00, the pump alarmed "system error 3" and the pump stopped. The medical engineer switched the power on/off and the pump was recovered. However, after one hour (at approximately 17:00, (B)(6)), "system error 3" occurred again. Therefore, the pump was replaced by the hospital's backup pump. The iab catheter was used without problem. On (B)(6) 2016, the intra-aortic balloon pump (iabp) therapy was successfully finished and the iab was removed. Length of time prior to the event was approximately 30 hours. There was no reported patient death, injury or complications. There was no reported delay or interruption in iabp therapy. The patient outcome was listed as good.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported that the event involved a patient with normal vessel condition and no calcification. On (B)(6) 2016, at approximately 11:00 while in the cardiac care unit , the intra-aortic balloon (iab) was inserted using the teflon sheath via the patient's right femoral artery. On (B)(6) 2016 at approximately 16:00, the pump alarmed "system error 3" and the pump stopped. The medical engineer switched the power on/off and the pump was recovered. However, after one hour (at approximately 17:00, (B)(6)), "system error 3" occurred again. Therefore, the pump was replaced by the hospital's backup pump. The iab catheter was used without problem. On (B)(6) 2016, the intra-aortic balloon pump (iabp) therapy was successfully finished and the iab was removed. Length of time prior to the event was approximately 30 hours. There was no reported patient death, injury or complications. There was no reported delay or interruption in iabp therapy. The patient outcome was listed as good.